Manufacturer narrative:
Meter was returned and investigated. This is a different meter than one initially reported by the customer. No readings issues were observed. All results were within the range specification and no errors were observed during control solution testing. If the meter that was initially reported on is returned, an investigation will be done and a follow-up report will be sent.

Event description:
Customer reported experiencing symptoms of "low sugar" with loss of consciousness resulting in car accident. Customer stated she does not remember all the details of the event, but she was taken to an emergency room where she was diagnosed with severe hypoglycemia. Customer was treated for low blood sugar with an unknown medication. Customer initially called to report a reading's issue. Customer reported receiving erratic readings on her freestyle flash blood glucose meter of 120 mg/dl, 50 mg/dl and 76 mg/dl all within 10 minute timeframe. The results when plotted on parkes error grid fell into the "a" and "b" zones, showing the difference in values not to be clinically significant. It is not clear whether the readings were obtained on the same day as the reported medical event.